Event description:
The patient received an implantable cardioverter defibrillator (ICD) change. During the post-operative check the right ventricular (rv) lead exhibited high impedance and it was speculated that the lead also contained a possible fracture. A lead revision was performed and it was determined that the right ventricular (rv) lead and ICD were not fully connected. The lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)